Manufacturer narrative:
A sample is in transit to the mfg site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that during a procedure a system message was displayed and an infusion failure occurred. The infusion was not running. A new cassette had to be opened to complete the procedure. There was no pt harm. Add'l info has been requested but not received to date. This is one of two medical device reports being filed for the same facility. This report is for the second pt.